Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. Additional information received on this case as follows: the hospital is retaining the swivel adaptor to run their own internal investigation and determine if the slip that occurred was due to the swivel adaptor or another piece of equipment. Following the hospital's investigation, they advised that that it was "determined it was not the fault of the mayfield. The patient and surgery was very complex and there were a number of factors relating to the patient/surgery/surgeon that caused this that were not to do with the mayfield." No complaint or product return is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield swivel adaptor (a1018) was not returned; however, lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation; therefore, the definite root cause cannot be determined. Based on the reported complaint, and additional information from the customer stating, "it was determined it was not the fault of the mayfield", the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2025-00162: a facility reported that one set of a mayfield swivel adaptor (a1018) and mayfield modified skull clamp had two separate slips in two different patients and procedures, causing skin tears. Additional information has been requested.